Event description:
It was reported that the ilet device¿s display screen was found completely cracked after normal use, with the user noticing the damage upon attempting to announce a meal; the device otherwise continued to operate without alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and instruction to revert to backup therapy until the replacement arrived. Investigation included collection of user statements and review of device function based on reported performance. Investigation of this device revealed a damaged display consistent with physical impact or pressure, with no evidence of device malfunction and with the screen/display component identified as the affected part. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.